Event description:
The customer's dr has been adjusting pt's insulin dosage. Pt was feeling ill after taking insulin and called the paramedics. Pt used competitor's meter to check their blood glucose and obtained a result of 32 mg/dl. They also used the suspect device and obtained a reading of 70 mg/dl on it. When the paramedics arrived they checked their glucose and the level was 30 mg/dl. They received an IV for treatment. Controls were not used on the system. The device was replaced with new product and then authorized for return to the MFR for eval.